Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of two (2) devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that only physicians trained in the techniques of laparoscopic or minimally invasive surgery and the use of retrieval bags to remove tissue should use the product. Do not use the anchor¿ tissue retrieval system¿ if resistance is met upon deployment. Improper use of the anchor¿ tissue retrieval system¿ may result in perforation of tissue and subsequent bleeding. Care should be taken when using sharp and electro-surgical devices. Note the size of the trocar cannula when removing a specimen through the trocar cannula and seal system. If required, enlarge the port site to aid removal of the anchor¿ tissue retrieval system¿ by conmed. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the that the trs-robo-8, anchor tissue retrieval system device was being used during a robotic assisted laparoscopic cholecystectomy procedure on 18aug25 when it was reported ¿two anchor bags broke.¿. Further assessment questioning found that ¿during procedure bag # 1 containing gallbladder was cinched with purple string in normal fashion and then the string pulled completely off of pouch while pulling pouch up to port. Bag number 2 was deployed into patient and first pouch containing gallbladder was placed into bag # 2. After cinching pouch closed, bag # 2 string pulled completely off of pouch upon pulling pouch up to port. Surgeon placed the laparoscopic tooth grasper onto the second pouch and extracted both pouches through extending 8mm port site. Incision was extended at port site to accommodate both pouches being extracted. Larger fascial incision required primary closure. Extended incision to accommodate both pouches required primary fascial closure by surgeon. Discharged as planned outpatient surgical procedure.¿. The procedure was completed with a 20-minute delay and there was no report of or extended hospitalization for the patient or user. This report is being raised on the reported injury of the extended incision of the patient.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the that the trs-robo-8, anchor tissue retrieval system device was being used during a robotic assisted laparoscopic cholecystectomy procedure on (B)(6) 2025 when it was reported ¿two anchor bags broke.¿. Further assessment questioning found that ¿during procedure bag # 1 containing gallbladder was cinched with purple string in normal fashion and then the string pulled completely off of pouch while pulling pouch up to port. Bag number 2 was deployed into patient and first pouch containing gallbladder was placed into bag # 2. After cinching pouch closed, bag # 2 string pulled completely off of pouch upon pulling pouch up to port. Surgeon placed the laparoscopic tooth grasper onto the second pouch and extracted both pouches through extending 8mm port site. Incision was extended at port site to accommodate both pouches being extracted. Larger fascial incision required primary closure. Extended incision to accommodate both pouches required primary fascial closure by surgeon. Discharged as planned outpatient surgical procedure.¿. The procedure was completed with a 20-minute delay and there was no report of or extended hospitalization for the patient or user. This report is being raised on the reported injury of the extended incision of the patient.